Manufacturer narrative:
Diopter: +17.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No, lens not returned. Method: evaluation method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a (B)(4) collamer single piece lens, 17.0 in the patient's left eye. The capsule ruptured, there was vitreous loss and a vitrectomy was performed. The lens was removed and a staar (B)(4) 3-piece lens was implanted. Reporter stated the cataract was very dense. The surgery was very difficult. This event was due to patient anatomy.

Manufacturer narrative:
Conclusion: (device failure related to patient condition). Per medical review notes, the patient had a very dense cataract and surgery was difficult. Ascribed the event to patient anatomy. Conclusion: cataract maturity is a known risk factor for posterior capsule rupture. (B)(4).

Manufacturer narrative:
Method: device history record review, product evaluation. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. Visual inspection of the returned product showed that the lens was returned in liquid and a haptic of the lens was torn. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - cataract maturity is a known risk factor for posterior capsule rupture. (B)(4).